Manufacturer narrative:
Event conclusion cpi received a medwatch form stating: ICD shock due to sensing of make break contact -noise-oversensing reproduced with changes in body posture. The endotak transvenous defibrillation lead (0064-001713) was removed from service due to oversensing. A portion of the lead has been returned for analysis. Lead returned 9/12/97, analysis completed 11/14/97: lab analysis: lead returned severed. Four sections returned. Yoke section not returned. Insulation damage. Outer insulation on either side of the webbing damage has abrasion wear, nothing through. Webbing damage most likely caused by-crushing-from the can.

Manufacturer narrative:
Event conclusion cpi received a medwatch form stating: ICD shock due to sensing of make break contact -noise-oversensing reproduced with changes in body posture. The endotak transvenous defibrillation lead was removed from service due to oversensing. A portion of the lead has been returned for analysis.